Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 77mg/dl to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 163mg/dl and 142mg/dl. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is within the month of september. The meter memory was reviewed for previous test result history: (B)(6). The customer tests on fasting. Customer had an doctor appointment on (B)(6) 2016 for a routine visit and the a1c was 6.2. Customer has not had any changes in exercise or diet.